Manufacturer narrative:
Ftr# (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the reload noted that it was partially fired. Functional evaluation noted that the reload fired without issue after the interlock was overridden. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a laparoscopic sleeve gastrectomy with preoperative diagnosis of a bmi of 39; during a second firing of the device with a reload along with reinforcement material, the device stopped about ¾ of the way down the reload. The reload was firing at a steady pace without slowing so the surgeon thought it was complete and retracted the blade and realized there were unformed staples at the distal tip of the reload.. To correct the condition, the surgeon snipped the excess reinforcement material, removed the unformed staples and applied another reload. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity. The current patient status is reported as good.